Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check with tandem technical support was unable to be completed at time of call; however, upon follow up from technical support, the customer declined to complete troubleshooting. Customer's blood glucose was 138 mg/dl at time of alarm. No additional information was provided.